Event description:
As per investigation findings, a lubricant presence test was conducted to determine the silicone values in the syringe, which were found to be within specification.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation: based on investigation results, this complaint is no longer reportable. As per investigation findings, a lubricant presence test was conducted to determine the silicone values in the syringe, which were found to be within specification. One physical sample was received by our quality team for evaluation. No silicone droplets were identified on the barrel and a lubricant presence test was conducted to determine the silicone values in the syringe, which were found to be within specification. The reported incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined as all testing was within specification. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had visible droplets. The following information was provided by the initial reporter: material#: 309657, batch#: 4170367. Rcc received a complaint via email. I was asked to pass along a safety issue that was reported by xxx, cc'd in this email. Please see details of the report below: ¿clinician went to give a b12 injection. When they went to draw it up the syringe and needle were in separate sealed packages. The clinician attached the needle to the syringe. They went to draw back the plunger and noticed a smear of clear liquid on the inside wall of the syringe to pull up air before inserting into sterile vial. Clinician set aside syringe and needle. Retrieved new needle and a new syringe with different lot number and did not notice any concerns. No delay to patient care.¿ product: bd 3 ml syringe luer-lok tip / 00382903096572, lot: 4170367, exp: 6-30-29, product: bd eclipse needle 25g x 1" / 00382903057610, lot: 4279356, exp: 9-30-29, date of incident: on (B)(6) 2025.